Event description:
It was reported that the procedure was to treat a lesion in the common carotid. After deploying an acculink stent, an attempt was made to remove the filter. As the recovery catheter was advanced, there was some resistance; however, the decision was made to continue advancing it. As it reached about 1/2 way up the wire, it became stuck. The recovery catheter could not be advanced, and when retracting it, it pulled the filter basket back into the stent. Using a little force, an attempt was made to pull back the entire system, at which time the filter separated in the proximal end of the stent. An absolute stent was deployed to crush the filter against the stent. The patient did well throughout the procedure and was discharged today. Angiographic pictures were returned for review.